Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8179764 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8179764 during the production run. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "hair" was found inside the sealed bd luer-lok¿ tip syringe. As reported by the customer, "per email: concern description: hair is found inside a sealed syringe"

Manufacturer narrative:
(B)(6). Additional contact phone # has been used for the initial reporter phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "hair" was found inside the sealed bd luer-lok¿ tip syringe. As reported by the customer, "per email: concern description: hair is found inside a sealed syringe".